Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump malfunctioned during infusion. When it was first attached, the pump gave errors that the cartridge was not attached, and after reattaching it and it started working. The next day, the patient returned to clinic and reported that the pump beeped and stopped about 20 times despite trying to clear the error messages. Again, the message was "check for empty tubing or reservoir. Pump stopped." Per reporter, air bubbles were observed in the cartridge and the remaining medication was transferred into a new cassette. It was then reattached to the old pump, and it started working again. On the 3rd day, the patient returned and reported the same issues. The patient had only received 60% of his drug dose. The pump was used to prime the extension tubing. Per reporter, the sreen was going black when turned on. No patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.